Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the superficial femoral artery (sfa) and popliteal artery using an indigo system aspiration catheter 7 (cat7) and a non-penumbra sheath. During the procedure, the physician made five to seven passes using the cat7. The physician then removed the cat7 to flush it, however, while unscrewing the rotating hemostasis valve (rhv) from the hub of the cat7, the rhv separated into two pieces. Therefore, the rhv was not used for the remainder of the procedure. It was also reported that a clot was found to be lodged in the rhv. The procedure was completed using a non-penumbra rhv and the same cat7. There was no report of an adverse effect to the patient.